Event description:
It was reported that during a revision surgery to replace a interbody implant, it was found that the bone screw was broken. The plate and screw were replaced.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation showed that the product meets current specification. Device history records were reviewed, no documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.